Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised. Cotyle, ppr6-7254, lot: s041104355. Anca fit(tm) noyau, ppr6-7510, lot: s05107050a.